Event description:
An initial MDR regarding this case was filed (B)(6) 2023 (report number 3016798778-2023-00067). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show that on the date of the complaint, the system generated pump failure alarms. During the investigation, the pump was disassembled and a hardware failure was observed to be the cause of the alarms. Logs from remote (B)(6) (paired with pump (B)(6)) show that on the date of the complaint, the system generated cassette depleted alarms. The logs leading up to these alarms are consistent with the pump having an empty cassette attached. During investigation, a test delivery with a full cassette did not generate any unexpected alarms or attention alarms, indicating the system functioned as intended with no issues. Since no cassettes were returned, the cause of the alarms cannot be determined. Both systems functioned within specification. Remote (B)(6) and pump (B)(6) alarmed accurately and entered a failsafe state after alarming. No problem was found with remote(B)(6) and pump (B)(6).

Event description:
An initial report of hospitalization was received by united therapeutics on (B)(6). 2023 and forwarded to millyard advanced medical products, llc on (B)(6). 2023. The patient reported both pumps were not working. One pump had a pump failure alarm, and the other alarmed cassette depleted with multiple new cassettes. The patient went to the hospital to continue receiving remodulin therapy and was discharged the next day on subcutaneous remodulin. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.